Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed and the reported issue was duplicated. The investigation found that the issue was isolated to the flow sensor, avea inspiratory assembly.

Event description:
The customer indicated the unit has vti and vte out of spec. Per technical support, a gas delivery engine (gde) needs to be replaced. The customer had tried calibrating without being able to correct the problem. A replacement gde was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed; however, the reported issue could not be duplicated.

Event description:
The customer indicated that the o2 cell required change. The field service engineer changed o2 cell and while performing preventive maintenance on the ventilator, the unit passes all testing except that every time the ventilator was turned off/on, the delivered fio2 will change from 5 to sometimes 8% from what set fio2 is. The customer indicated has balanced the regs and it is still bouncing around with each off/on cycle. A replacement gde was ordered for the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an o2 blender assembly, avea. An investigation was performed and the reported issue was unable to be duplicated. All testing passed.

Event description:
The customer indicated the units deliver fio2 is 5-6% higher from set fio2 per known good external analyzer. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Failure analysis (fa) lab received a pcba, power driver board. An investigation was performed and the reported issue was not able to duplicate reported issue but was able to find ¿vent inop¿ problem and isolate it to the l202 inductor.

Event description:
The customer indicated the oxygen concentration is out of spec between 40% and 80%, they tried to calibrate the blender but the problem was not corrected. They also try the air/02 balance calibration but that did not correct the problem. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Failure analysis (fa) lab received a flow sensor, avea, inspiratory. An investigation was performed and the reported issue was not able to be duplicated. The unit passed all testing.

Event description:
The customer indicated this unit is alarming "circuit occlusion ". The unit passed the leak test. The customer inspected the patient circuit, all the parts and tubing on the exhalation side are good, no kinks on the flow sensor tubing or the tubing going to the front of the gas delivery engine (gde). Technical support instructed the customer to calibrate the exhalation and inspiratory pressure transducers. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an o2 relay assembly, avea. An investigation was performed and the reported issue was unable to be duplicated. All testing passed.

Event description:
The customer indicated the unit has low fio2 readings. A replacement gas delivery engine (gde) was requested by the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea gas deliver engine (gde). An investigation was performed and the reported issue could not be duplicated. A separate issue was found with the inspiratory flow sensor (ifs) causing a system leak. Failure analysis (fa) lab received an avea flow sensor. The reported failure was able to be duplicated. Extended system test failed the leak test.

Event description:
The customer indicated this unit is alarming "high peak pressure, circuit occlusion, high rate, high peep and open safety valve. The sw rev. On this vent was 4.3. The ventilator was upgraded to sw 4.6 and the problem was not corrected. The gas deliver engine (gde) was replaced and the problem was corrected. The customer claims this unit was not on a patient when the problem occurred. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly. An investigation was performed and the reported issue was duplicated. The problem was isolated to the air pressure pcb cable being disconnected.

Event description:
The customer indicated this ventilator is alarming "vent inop". The error log is showing error codes as follows: hssc comm fault. Fcv overcurrent fault. Pneumatics module ftc. No patient harm was indicated. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed and the reported issue was duplicated. The issue was isolated to pcba, blended gas pressure and pcba, air inlet.

Event description:
The customer indicated the compressor on the ventilator is not working. No patient involvement was reported. The field service representative (fsr) indicated the hospital had water leakage inside the air system. The fsr found water inside the gas delivery engine (gde) which caused the unit to not function. The fsr replaced the gde and ran the operation verification procedure. The unit passed all testing and runs according to manufacture specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a pcba, power driver board. An investigation was performed and the reported issue was duplicated. The issue was isolated to the l202 inductor.

Event description:
The customer indicated that during check out after an upgrade and while off patient use, the unit is 'vent inop.' The biomed checked the error log and noted multiple ifs reference faults and tca faults. The field service representative (fsr) found the 'vent inop' error when unit was turned on. The fsr indicated a fan failure and a problem with the gas delivery engine (gde). The fsr replaced the gde and the rubber elbow fitting. The fsr completed the operation verification procedure. The unit passed all testing and runs according to manufacture specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea flow sensor. An investigation was performed and the reported issue was duplicated. The device failed the extended system test.

Event description:
The customer indicated vent inop, device error, wye flow sensor, bad auto zero ifs, bad cal fcv, pm ftc. Checked the cal of the ifs and it was good. The auto zero function is not working. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a pcba, power driver board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad pcba, power driver board.

Event description:
The customer indicated set volume to 500 ml, get 350 ml reading on uim and tsi certifier. The customer replaced sensor, o-rings and cal xdcr with no change. Passes est leak test. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea exhalation valve. An investigation was performed and the reported issue was duplicated. During the exhalation valve characterization the exhalation valve plunger would not move during the characterization. The internal magnet shifted causing the coil not to move.

Event description:
The customer indicated we were repairing the ventilator and had replaced the exhalation valve. When we went to power it up and enter the calibration mode there was a burnt smell but no smoke coming out while entering cal. Password. The valve's firing pin was stuck. No patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. The field service representative (fsr) replaced the exhalation valve but it didn't resolve issue with the ventilator not ventilating. The fsr replaced gas delivery engine (gde). This worked for short period of time, then the ventilator errored "vent inop". The fsr found gde was not fully connecting to the transition board. The fsr adjusted the transition board closer to gde and this resolved problem. The fsr replaced all parts in the preventive maintenance (pm) kit and internal batteries and performed pm per manufacturer's specifications, unit verification test and the operation verification procedure. The fsr determined the root cause of failure was a faulty internal flow sensor. Failure analysis (fa) lab received avea flow sensor. An investigation was performed and the reported issue could not be duplicated. Fa indicated that the issue was resolved when the field service representative adjusted the transition board closer to gas delivery engine the problem was resolved. By this statement no further investigation required.

Event description:
The customer indicated the vent is not ventilating.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received the vela ventilator. Fa duplicated the reported issue due to the internal batteries. An investigation was performed on the vela turbine assembly; however, the reported issue could not be duplicated. Additionally, volumes were found out of specification. The problem of bad volumes was able to be duplicated due to a missing plunger on the exhalation valve.

Event description:
The customer indicated that after replacing the main pcb and power supply vent is still getting vent inop. The customer rechecked the event log and found motor fault is logged now. After researching the history on the ventilator the main board, turbine pcb, turbine and power supply were replaced without resolve. The field service personnel was unable to duplicate the reported allegation. All previous repairs were checked. Ran ventilator for 1 week and no problems were found. Recommended replacing the turbine because of the motor fault. The unit was tested per the service manual and all testing passed. The unit meets service specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed and the reported issue could not be duplicated. The problem was isolated to a cable assembly 02 sensor multi-cell. When tapped or wiggled the issue was intermittent. This would cause mostly a "vent inop" and sometimes a "low fio2". When adjusted, the avea would work correctly.

Event description:
The customer indicated they proceeded to perform the exhalation valve characterization and it failed the test. They tried 2 times with the same result; the valve failed the test. They call tech support and they recommended replacing the tca pcb again. They proceeded to do the exhalation valve and flow control valve characterizations and they both failed the test. They uploaded the software and they performed the flow control valve and exhalation valve characterization again and they both passed the test. They proceeded with the remediation and they were not able to update the blender information; it is not taking the date. The ventilator fails the o2 calibration. They set up the ventilator to 100% o2 and ventilator is only reading 29% and that is on the ventilator monitor and external o2 analyzer. They called carefusion tech support and they were told the gas delivery engine (gde) has to be replaced. A gde is going to be order for this unit. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed and the reported issue was duplicated. The problem was isolated to a faulty solenoid valve assembly o2 cutoff.

Event description:
The customer indicated this ventilator has continual o2 leakage inside the vent without any alarm message while running, o2 consumption increase. The error log shows: invalid configuration, heliox compressor runtime data error. The customer performed the extended system test, all test passed. The customer verified that the oxygen source inlet pressure was 0.35 mpa; it's normal and verified that the transducers data blender gas pressure, air inlet pressure and o2 inlet pressure were good. It was found that the continual o2 leakage was coming from the o2 relay valve in the gas delivery engine (gde). A gde was ordered for this unit.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea flow sensor. An investigation was performed and the reported issue was duplicated. This was an obsolete part. Per process, no further investigation is required.

Event description:
The customer indicated an exchange gas delivery engine (gde) for this vent because the flow control valve is failing sufficient flow.

Manufacturer narrative:
This MDR is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr.

Event description:
Submission related to asr e2016002, following a two year retrospective review of palm springs complaints. Please see h10 for further details.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Event description:
The customer indicated this unit has had the second user interface module (uim) failure. The uim went blank and the led's were lit, on a patient. No patient harm was indicated. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly and installed the component in a known good avea gde test fixture. Fa replaced the o2 sensor and performed the extended system test, which passed. Fa viewed the monitored values for fio2 on both the avea and pfc-3000 gage and verified the customer complaint of fio2 reading being out of specification. Through comparison of the readings on the avea and the external gage, it was determined that the problem was a monitored issue. Fa proceeded to perform the air-o2 regulator differential balance calibration in accordance with avea service manual and adjusted the air and o2 regulators to bring the monitored fio2 to +/- 3% of 60% and differential pressure gauge to 0 (+/- 2cmh2o). Upon completion of the air-o2 balance calibration, the monitored fio2 readings were within specifications of +/-3%. The customer complaint of the ¿fio2 monitored values being out of specification¿ was duplicated and isolated to the air-o2 differential balance being out of calibration. Fa moved the gde assembly to factory service to have the gde assembly processed.

Event description:
The customer indicated the vent gives fio2 of 98 at set of 90, gives 30 at set of 40. The customer did balance regs calibration with no change. A replacement gas delivery engine was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected exterior of the avea pcba control board for any anomalies that may be present and none were found. Fa connected the avea pcba control board with slave test station after inspection. Fa powered on the user interface module (uim) and found that the display assembly was fully functional. Fa cycled the power on and off 10 times, but the display assembly was still responsive. Fa applied a heat gun for 5 minutes while off, and then powered the uim on with no loss of functionality. Fa applied heat another 5 minutes while the uim was on, functioned per specifications. Fa cycled power on for 20 minutes and the touch screen was fully functional. Fa was unable to duplicate reported issue unresponsive touch screen of avea. The avea pcba control board was scrapped.

Event description:
The customer indicated un-respond touch screen of avea. No patient harm was indicated. A replacement user interface module was sent to the customer.

Manufacturer narrative:
(B)(4). Failure analysis (fa) lab received a sipap main board pcba. Fa placed the main board into a known good test fixture and upon start-up received an e20 fault code. This fault code is when the charged battery voltage is too low <11 while under a load. Fa checked the fuses and found that f2 was blown. F2 is the fuse that comes after the battery and blows to protect the board from any damage coming from a voltage spike from the battery. The sipap main board pcba was scrapped.

Event description:
The customer indicated the unit is getting the e20 error msg. The customer replaced the battery and put in the annual pm parts and it's still giving the e20 error msg. Factory service (fs) confirmed the customer reported complaint; fs found the unit had a bad main board, not charging the battery. Fs replaced the affected components and performed testing. The unit meets service specifications.

Manufacturer narrative:
(B)(4). Failure analysis (fa) lab received a sipap main board pcba. Fa placed the main board into a known good test fixture and upon start-up received an e20 fault code. This fault code is when the charged battery voltage is too low <11 while under a load. Fa checked the fuses and found that f2 was blown. F2 is the fuse that comes after the battery and blows to protect the board from any damage coming from a voltage spike from the battery. The sipap main board pcba was scrapped.

Event description:
The customer indicated the unit is giving the e20 error msg. The customer replaced the battery and the voltage on it is fine. The customer indicated the voltage up to the main board is fine but is suspecting the main board is bad. Factory service (fs) confirmed the customer reported allegation; fs found the unit had e20 and e91 in the error log. The cause of the e20 error was a blown fuse at f2 main board. Fs replaced the affected components and performed testing with the assembly mk3 driver meeting service manual specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea pcba control board. After the unit was powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloading the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Event description:
The customer indicated during a pre-use check off, off patient, the on cycle on the touch screen display is dark, only the leds are lit. The unit is connected to known good ac outlet.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part and noted fluid ingress spots in the screen. Fa installed the part in a known good unit. The touch screen was responsive but intermittently failed calibration. Fluid ingress can cause intermittent touch screen failure. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen is frozen and does not change. A replacement front panel was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module (uim) fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped. Failure analysis (fa) lab received an avea user interface module (uim). The uim was installed onto a known good top level unit and powered on. The uim is stuck in a continuous booting mode to which a white screen is lit and all led¿s are continuously lit then shuts off then repeats. Fa attempted to communicate to the control pcba via the rs232 port but received no response. After removing the covers and after inspecting all connections, no loose connections nor were any other visual anomalies found. Using a known good lcd display fa again was able to verify the issue and isolated the issue to the control pcba p. A reprograming tool is needed to further investigate the cause of this issue. The issue was isolated to the control pcba, possibly caused by corrupted software as neither loose connections nor visual anomalies were found.

Event description:
The customer indicated no display and all leds are lit. This user interface module (uim) failed off patient while making it ready for a new patient. So there was no problem or injury to either patient or user. The field service representative (fsr) opened the uim, verified serial numbers and replaced the control pcba board. The fsr completed a software download. The unit passed calibrations and testing.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a sipap main board pcba. Fa placed the main board into a known good test fixture and upon start-up received an e20 fault code. This fault code is when the charged battery voltage is too low <11 while under a load. Fa checked the fuses and found that f2 was blown. F2 is the fuse that comes after the battery and blows to protect the board from any damage coming from a voltage spike from the battery. The sipap main board pcba was scrapped.

Event description:
The customer indicated this unit is not pressurizing. They recently did an annual preventive maintenance on the unit and it won't pressurize. The factory service representative confirmed the customers reported allegation. The cause was due to pprox tubing installed on the wrong port of the v transducer on the pressure board. The fsr corrected the pprox tube routing. The unit was then tested per tip - 003 and tip - 004. The unit meets manufacturer specifications. Additionally, the sipap was not charging and the battery indicator is always red due to a blown fuse on the main board. When completed the unit was returned to the customer for use.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad flow control valve failing characterization therefore causing low volumes.

Event description:
The customer indicated the volumes are only at 500ml coming out of the flow control valve. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated but the failing condition was confirmed in the laboratory setting. The root cause of the reported issue was due to a defective supply pressure printed circuit board that has already been corrected through an engineering change order.

Event description:
The customer reported that their avea ventilator is displaying "not ventilating" alarm. There was no reported patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Failure analysis (fa) lab received a sipap main board pcba. Fa placed the main board into a known good test fixture and upon start up received an e20 fault code. This fault code is explained as when the charged battery voltage is too low <11 while under a load. Fa checked fuses and found that f2 was blown. F2 is the fuse that comes after the battery and blows to protect the board from any damage coming from a voltage spike from the battery. The sipap main board pcba was scrapped.

Event description:
The customer indicated the unit is displaying e-20. The customer replaced the battery and harness but the issue was not resolved. A burnt smell is also noted. No patient issues were noted. The field service representative (fsr) confirmed the customer reported allegation. The fsr indicated the cause of the reported problem was the main board. The fsr replaced the affected components and performed testing. The unit meets service specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference (B)(4) for full details of the complaint. Additional information: adverse event and/or problem, date pf event, report date, describe event or problem, brand name, model/lot #, device available for evaluation?, initial reporter, health professional?, occupation, initial reporter also report to FDA?, report source, date received by MFR, PMA#, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes. Failure analysis (fa) lab received a flow sensor. An investigation was performed and the reported failure was able to be duplicated. The tidal volume test failed.

Event description:
The customer indicated the unit is leaking excessively and does not have good volume numbers and also has a large % leak issue. The vent auto cycles when in normal operation. The customer claims they still have issues with this ventilator and the hot wire flow sensor. They installed a hot wire flow sensor and it was not recognized by the ventilator. They installed a new flow sensor and the zero calibration was too high and also the exhaled volumes were too high. They tried these same sensors on another ventilator and they work fine. The field service representative (fsr) indicated the unit would auto cycle with customer circuit. It would not auto cycle when using personal test equipment. The fsr tested with customer circuit and adjusted the flow setting from 0.5 to 0.8 and this resolved issue. The fsr replaced the gas delivery engine (gde), characterized the flow control valve (fcv) and ran the operation verification procedure (ovp). The unit passed all testing and runs according to manufactures setup.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a gas delivery engine (gde). An investigation was performed and the reported failure could not be duplicated. Testing and calibrations passed.

Event description:
The customer indicated they requested an exchange for the old gas delivery engine (gde) as it was causing auto cycling even after troubleshooting.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an epm assembly, am. An investigation was performed and fa was unable to duplicate specified problem of the unit is leaking badly from the pes port.

Event description:
The customer indicated the unit is leaking badly from the pes port. Please replace on request. A replacement emp assembly was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint.failure analysis (fa) lab received a pcba, power driver board. An investigation was performed and fa was able to duplicate specified problem due to the q300 xsistor, npn, sot223 was shorted out allowing the current to pass.

Event description:
The customer indicated the unit cycles on just connecting to ac without having on/off switch in the on position. The carefusion field service engineer went on site and replaced the gas delivery engine and ran the unit to meet all specifications.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. (B)(4). Failure analysis (fa) lab received an avea flow sensor. An investigation was performed and the reported failure was able to be duplicated only before xdcr calibration. The failure was unable to be duplicated with proper gas delivery engine calibrations.

Event description:
The customer indicated this ventilator is failing the exhalation valve characterization, the customer replaced the exhalation diaphragm, flow sensor, calibrated all the transducers on the tca pcb, the ventilator passes the leak test, replaced the exhalation valve and the problem was not corrected. The factory service representative (fsr) indicated the unit passed the extended system test, but continued to fail the exhalation valve characterization. The fsr replaced the flow control valve with a known good flow control valve, retested the unit and the exhalation valve characterization now passes. The reported failure was due to a bad flow sensor.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received an avea o2 blender assembly. An investigation was performed and fa was able to duplicate specified problem of inaccurate fio2, this was due to the fact that the unit could not be properly calibrated.

Event description:
The customer indicated the blender delivery is out of spec. The unit is also displaying high fi02 on the monitor. No patient issues noted. The carefusion field service representative replaced defective gas delivery engine and performed the extended system test. The unit is operating as intended with issue resolved.

Manufacturer narrative:
(B)(4). This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to resistor r608 being out of tolerance.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The ventilator was switched out with a different ventilator with no patient harm or injury.

Manufacturer narrative:
Corrected data: the initial submission for this reported issue was completed through (B)(4) but included an adverse event with a patient, so this complaint file should not have been included with the asr. This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4) when the asr was submitted, this device's product line was registered as a product code of cbk, but was recently changed to a bzd. Updated information has been added. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue could determined to be due to a split/break in the corrugated tubing, which lead to the loss of pressure.

Event description:
The customer reported that while they were using the infant flow sipap device with a patient, there ncpap (nasal continuous positive airway pressure) pressure suddenly dropped. They switched out the device and all associated accessories and reported that there was no patient harm or injury.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was indeterminate as there were multiple components that failed and could have led to the reported issue. Q303 and u300 components on the vela power supply were identified as faulty and would not allow current to flow to the batteries.

Event description:
The customer reported that the vela ventilator has been charged for over 24 hours but the d/c status light continues to blink "red and amber" and will not charge the batteries. There was no reported patient involvement.

Manufacturer narrative:
Corrected data: device evaluation was completed prior to asr submission but evaluation codes did not reflect the evaluation properly. This was identified on 01jan2017 so carefusion became aware that a correction supplemental was required. This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified to be fluid ingress into the front panel.

Event description:
The customer reported that they had an inactive touch screen on their vela ventilator so they replaced the front panel. This was discovered during service so there was no patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). When the asr was submitted, this product line was registered under the product code of cbk, but was recently changed to a bzd. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was indeterminate but a foreign dried substance was found on the inside of the plastic around the broken area. The foreign substance was unable to be identified through fourier transform infrared spectroscopy but it is possibly that the plastic lost its density due to a reaction with the foreign dried substance.

Event description:
The customer reported that while using the infant flow sipap, they were removing the flow generator off of the patient to replace the prongs when they identified that the connector was damaged. The customer reports no excessive use of force when handling the device. The connector was being checked when there was no pressure being applied to the airway of the patient so no intervention was required but the connector was switched out. There was no patient harm or injury.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed as a correction supplemental to carefusion reference number #: (B)(4).

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the oxygen relay being out of specifications. The reported issue was resolved by replacing the oxygen relay and the device was returned to manufacturer specifications.

Event description:
The customer reported that their avea ventilator is alarming "high fio2". They claim to have performed all of the calibrations accordingly but is unable to resolve the reported issue. There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: carefusion's factory service department received the suspect gas delivery engine (gde). The gde was tested and it did not have any volume failures. The carefusion failure analysis laboratory reviewed the testing methods and agreed that the reported issue could not be duplicated and all volume measurements were within specifications. No failures were detected so no root cause could be determined.

Manufacturer narrative:
Correction: device evaluation was performed prior to asr submission but evaluation codes incorrectly reflected the evaluation. This error was identified on 30dec2016 and carefusion became aware that a correction supplemental was required. This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a faulty air & o2 relay balance calibration.

Event description:
The customer reported that the fraction of inspired oxygen (fio2) percentage is out of specification in the middle range settings by about 10 percent. The customer did not report any patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected component, a turbine motor driver, and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined because no failure was detected. The suspect turbine motor driver worked properly to manufacturer specifications.

Event description:
The customer reported that their vela ventilator display "vent inop" and the turbine is inoperative. A "motor fault" message is recorded in the event logs. There is no reported patient involvement.

Manufacturer narrative:
Correction: failure investigation completed prior to asr submission but evaluation codes did not reflect that information. This was identified as being incorrect on 30dec2016 and so carefusion became aware that a correction supplemental was required. This supplemental is being submitted in reference to asr (B)(4) , under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting as the flow control valve operated properly and passed characterizations. The root cause of the reported issue could not be determined but a separate issue was found with the tca pcba that caused low exhaled tidal volume readings, which may have contributed to the reported issue.

Event description:
The customer reported that the flow control valve on their ventilator failed. There was no patient involvement reported.

Manufacturer narrative:
This supplemental is being submitted in reference to asr e2016002, under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to asr e2016002 MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a user interface module. An investigation was performed and the reported issue was duplicated. The investigation found that the control pcba was defective. Failure analysis (fa) lab received an avea pcba control board. An investigation was performed and the reported issue was duplicated. The issue was isolated to a defective boot loader.

Event description:
The customer indicated the unit has a blank screen. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was determined to be physical damage to the inductor component at l202 on the power drive printed circuit board. This has been determined to be an isolated incident and no further investigation is required.

Event description:
The customer reported that they are receiving a lot of inspiratory flow sensor (fs) voltage faults and "pnue mod ftc" in the error log. This was discovered through the error logs, which is in service mode, so there is no patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was determined to be due to a possible corruption of an integrated circuit on the transducer communication alarm printed circuit board (tca pcb).

Event description:
The customer reported that the avea ventilator alarmed vent inop. Multiple error logs were recorded and the customer believes the transducer communication alarms board is at fault. There was no patient involvement reported.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. Due to software limitations, additional supplemental reports in reference to (B)(4) MDR's will be submitted via this current report number to provide additional information and device evaluations for complaints submitted under the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a pcba, power driver board. An investigation was performed and fa was unable to duplicate specified problem.

Event description:
The customer indicated this unit is not charging the external battery. The external battery was replaced and the problem was not corrected. The carefusion field service engineer went on site and replaced the gas delivery engine and ran the unit to meet all specifications.

Manufacturer narrative:
Corrected data: device evaluation was completed prior to the asr submission, so it is in error that evaluation codes did not reflect the appropriate evaluation. This requires a correction supplemental and was identified on 05jan2017. This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion factory service team received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting and this was confirmed by the failure analysis laboratory. The root cause of the reported issue could not be determined as no failure was detected.

Event description:
It was reported that the avea ventilator is alarming "low fio2" (fraction of inspired oxygen). The fio2 is out of specification by about 6% at the 30% and 60% fio2 settings. The ventilator is also experiencing auto-cycling and low exhaled volumes. There was no patient involvement.

Manufacturer narrative:
This supplemental report is a correction supplemental for 2021710-2016-04034-054, carefusion reference: (B)(4) - supplemental MDR 001, as the serial number was identified to be incorrect on the supplemental report.

Manufacturer narrative:
This supplemental is being submitted in reference to (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the o2 blender assembly due to material fatigue.

Event description:
The customer reported that this avea ventilator was brought to their biomedical department because of a blending issue that was causing the fio2 (fraction of inspired oxygen) to be inaccurate. There was no patient involvement.

Manufacturer narrative:
This supplemental is being submitted in reference to asr (B)(4), under report number 2021710-2016-03159. This supplemental report is being completed with respect to an additional device evaluation for carefusion reference number #: (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue determined to not be related to the returned flow sensor component and is most likely the result of a leak through the circuit connection to the customer's test lung.

Event description:
The customer reported that during operation with a test lung, the avea ventilator alarmed "circuit disconnect". The customer reported that the extended systems tests is failing usually but sometimes it does still pass. There was no patient involvement associated with this event.